Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Couldn't get tampon out [foreign body in reproductive tract].tampon cord came off [device breakage]. I was trying to take the tampon out of my body for about 20 minutes. String came off [complication of device removal] case description: consumer reported via email that the string came off the tampon as she attempted to remove. No serious injury was reported.